Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Concomitant micro clave connector and syringe were used.

Event description:
The customer reported a leak of milrinone from the tubing while connected to a patient. There was no patient harm.

Event description:
The customer reported a leak of milrinone from the tubing while connected to a patient. There was no patient harm.

Manufacturer narrative:
The report of leaking at the connection of a non-bd connector to the syringe tubing was not confirmed. Visual inspection showed no anomalies. During functional testing no leaking was observed. The root cause of the reported leak was not determined.